Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was selected for implant. Prior to procedure, the patient was "fine to do the procedure." The valve was implanted successfully and the patient was reported to do "well immediately after the procedure." On (B)(6) 2025, the patient reportedly became ill and "experienced clinical complications" and passed away.

Manufacturer narrative:
An event of patient death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported incidents could not be conclusively determined. This appears to be a procedural mortality potentially related to airway injury following endotracheal intubation. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect- impact code: 1802. Medical device problem code: 2993.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was selected for implant. Patient comorbidities included hypertension, stenosis, and dyspnea. Prior to procedure, the patient was "fine to do the procedure." The annular dimensions was noted as sinotubular junction (sov): 31.1 mm, aortic annulus (ao): 34.2 mm, and left ventricular outflow tract (lvot): 21.9 mm. Predilatation was performed with an 18mm non-abbott balloon. The final implant depth of the valve was 4mm. There were no difficulties with deployment and/or retraction. The valve was implanted successfully and the patient was reported to do "well immediately after the procedure." No post-implant balloon valvuloplasty was performed. While in the intensive care unit (ICU), the patient had complications related to airway bleeding and hypoxia. On (B)(6) 2025, the patient reportedly became ill and "experienced clinical complications" and passed away.